Event description:
Patient presented to the ER physician with signs of infection and purulent drainage at the chest incision site, and redness at the neck incision site. Physician prescribed antibiotics.

Event description:
Patient presented back to the physician with wound dehiscence at the chest and neck incision site where the stimulation lead had eroded through the neck incision. Physician brought the patient into the or, found pus in the chest pocket, and took cultures. Physician removed the ipg and stimulation lead and cut the sensing lead body at the ipg. Culture results returned positive for staph infection.